Event description:
Customer reported that he was hospitalized due to low blood glucose. The blood glucose reading was 170 mg/dl at the time of admission. Customer stated that his insulin pump was dropped a few times and was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.